Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had a power on reset (por). It was noted that all diagnostics appear to have cleared. During the interrogation of the device, it was noted that the right ventricular (rv) lead was apparently not working. An x-ray appeared to show ¿externalization¿ of the rv lead conductor. It was further reported that the rv lead was not capturing. It was noted that lead revision could not be done as the patients left venous side was occluded. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.